Event description:
The lead was explanted due to a fracture as a result of subclavian crush syndrome. The ICD delivered a large number of shocks inappropriately due to noise that results in premature battery depletion. The decision was made to explant the ICD and lead.